Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that fluid in the reservoir compartment. The customer¿s blood glucose level was 540 mg/dl. Assisted customer in performing self-test. Self. The insulin pump passed self-test. The customer also reported no delivery alert on insulin pump. Customer reported alarm did not occur during manual prime. The customer treated high blood glucose with manual injections and drank lots of water. Customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.